Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for one pt. Caller does not know exact time frame of comparison. (Three to four) hours after testing on meter; caller does not know exact time frame. Pt's therapeutic range is 2 - 3.

Manufacturer narrative:
Investigation pending.